Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a faulty dso sensor. There were no findings from the DHR review and no indication that the device had been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a smiths medical pump was alarming "non impacted cassette". Patient information not available. Fault occurred when attempting to initiate treatment with patient. 2 cassettes failed, a 3rd cassette infused successfully.patient received treatment as planned after slight delay. The patient condition was resolved.